Manufacturer narrative:
(B)(4). G2- canada h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured during surgery. When impacting the definitive femur, the black pad on the inserter handle fractured into two pieces after the surgeon struck the handle two or three times. No harm was done to the patient, no parts fell, and the surgical technique was followed. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and the cr etched side of the impactor pad had fractured off. All pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed through the returned product analysis. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.